Manufacturer narrative:
It was confirmed that there had been error codes, and both lower case battery wires were pinched. The insulation on the black wire was found to be compromised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code when powered up. The epg was returned to the manufacturer for service, analyzed, and tested out of specification. There was no patient involvement.